Event description:
It was reported that in angio department prior to insertion, the md pretested the balloon. It was at that time, the balloon was found "popped" and as a result, a new kit was opened and used w/o issue. A delay was reported, however, there was no death or complications to the patient.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.